Event description:
The user facility reported a 32-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the patient suffered ventricular tachycardia on multiple occasions due to pump positioning. The pump was repositioned after each occurrence and the ventricular tachycardia(vt) resolved. Support was maintained throughout the events.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported vf/vt/af/at and optical signal issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.